Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-00482, 0001822565-2024-00483, 0001822565-2024-00484, 0001822565-2024-00486, 0001822565-2024-00487, 0001822565-2024-00488, and 0001822565-2024-00489. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a fractured provisional was received via the worn instrument return program. There was no reported patient involvement.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04) - provisional bottom. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned device showed signs of repeated use (nicked/gouged) and that the device is fractured. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. Upon review of our reporting decision on fracture of articular surface provisionals. A review of all complaints for this product indicates that there has never been an event that has resulted in a death or serious injury. Therefore, zimmer biomet will not be reporting this failure mode going forward. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.